Manufacturer narrative:
Report date: 14jun2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported the ventilator has a black screen. Patient involvement information is unknown but has been requested.

Manufacturer narrative:
B4: 15jul2021. The device was not in clinical use. No patient or user harm was reported. The customer declined repair of the unit. The customer has decided not to repair the unit at this time. If further information is obtained, this complaint will be reopened.